Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 4 and 24 hours on the leg. It was noted that the adhesive was not secure and the cannula dislodged from the site and was bent. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged, bent, nor kinked. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The download data from the returned device showed an 0x14 occlusion alarm was generated during pod operation. During the investigation, the pod was successfully paired with a pdm, completed priming, and delivered a 5u bolus. No occlusion alarms were replicated during the rerun. Fluid was able to flow freely through the entire fluid path. No blockages or damages of the hard cannula or other components of the fluid path were observed. No damages to the drive mechanism were observed that would cause the 0x14 alarm. The exact cause of the alarm could not be determined.